Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. A customer reported encountering signal loss error message with the adc device as they were not alerted of changes in their glucose levels. The customer further reported that they experienced symptoms however, they were unable to describe their symptoms, but they were able to self-treated with 3 pieces of chocolates and 2 cups of soda with sugar. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.